Event description:
It was reported that the right atrial lead exhibited noise and impedances ranging from 1425 to 1950 ohms in bipolar. The lead noise could be intermittently reproduced with isometrics, arm positioning and pocket manipulation. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.